Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the ventricular lead exhibited high capture threshold and high pacing impedance. Programming changes were made and patient was in stable condition.